Event description:
It was reported that the device had been removed due to infection, on the form it notes that this lead was capped. In follow-up it was stated that the pt had her device removed for an infection and required a sc pm to maintain rhythm and a lifevest for vwf protection until she can be reimplanted.

Manufacturer narrative:
Na